Manufacturer narrative:
The skytron authorized representative reports the following information, "we were notified of surgical table issue at 3:28 pm on sept. 30, 2020, via e-mail from (B)(6) client employee. We dispatched technician and he arrived onsite approximate 10:00 pm on sept. 30, 2020. Assessment was completed, report completed. Repair parts were ordered for saturday (10/02/20) delivery and repair service is scheduled for october 20, 2020." "During my inspection of skytron 3603 serial number (B)(4) I found that the ac inlet filter had a connection pin snapped off inside the sytron power cord, which caused the sparking at the inlet filter connection point, as reported by the facility. The inlet filter and power cord are both charred and damaged but no internal components of the table were damaged. The table was able to perform all functions from dc battery mode and show no signs of malfunction. I advise that we replace the inlet filter pn e0002339, and the skyton power cord pn e0001194 to return the table to recommended manufacturer standard." Based on the evaluation performed by the skytron authorized representative, this issue appears to have been caused by a damaged power cord. Skytron attempted to retrieve the power cord for evaluation but was informed by the authorized representative that the cord has been disposed of. Replacement of inlet filter and power cord are needed to return the table to manufacturer standard.

Event description:
On (B)(6) 2020 skytron received a complaint regarding a 3603 operating table in use at (B)(6) medical center. The complaint alleges, "table sparked, at the power cable attachment area, during use in a surgical procedure." There were no reports of injury or death of patients or staff.